Event description:
It was reported that the lead exhibited capture anomalies and unacceptable thresholds. The lead was explanted and replaced.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis could not confirm the reasons for return. The lead exhibited normal characteristics.